Manufacturer narrative:
Patient identifier - requested, not provided, age & date of birth - requested, not provided, patient sex - requested, not provided, weight - requested, not provided, ethnicity - requested, not provided, race - requested, not provided, implanted date - device was not implanted, explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was not able to advance the angio-seal device into the insertion sheath through the hemostatic valve. After that the doctor noticed a split on the carrier tube, exposing a portion of the collagen. The doctor then withdrew the entire system and proceeded with manual compression to achieve hemostasis. The patient was reported to be in stable condition. The procedure outcome was successful after manual compression. Additional information was received on 15jan2021. The procedure being performed prior to the use of the angio-seal device was a cerebral angiogram. A 5fr procedural sheath was used. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. Only the hemostasis sheath and carrier tube assembly and locator was returned for analysis. No other accessory components were returned for analysis. Visual inspection revealed that there were no anomalies on the locator or sheath. The carrier tube was not completely inserted into the sheath and microscopic analysis revealed that there was a kink identified at the proximal portion of the manufactured slit in the carrier tube assembly. The collagen appeared to be swollen. Blood like substance were found on the body of the sheath. The carrier tube assembly was examined. Based on the returned device, the complaint could be confirmed for a kink in the carrier tube assembly at the proximal end of the manufactured slit. The location of the kink and presence of a blood-like substance at the manufactured slit indicates that the kink likely occurred while handling or inserting the device into the sheath. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.